Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem was confirmed. The cutter flutes were examined under magnification and observed to be loaded with biological debris, preventing the device from cutting. This condition is indicative of using insufficient irrigation during dissection; sufficient irrigation must be employed in order to flush debris from the flutes during dissection. (B)(4).

Event description:
Report from the USA stated that the cutter will not cut. It is unknown if the device was used in surgery. No injuries were reported, however, it is unknown if medical intervention was necessary. There was no additional information available.